Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va05bdp, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va05bdp, implanted: (B)(6) 2013, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was not happy and they felt abandoned because it did not seem to work like when they first came out of surgery. The therapy had worked perfectly after the surgery but about 4-5 months prior to report it changed. The therapy hardly worked at all and it gradually changed. They needed the therapy to be reprogrammed. It was stated the patient had an appointment scheduled for (B)(6) 2014 for programming. The patient did not have a fall or trauma and it was a gradual onset.

Event description:
It was reported the patient¿s reprogramming was ineffective. It was stated they had a loss of therapeutic effect. It was noted the patient had troubles with their deep brain stimulator (dbs) for 4 months prior to report. It was stated it had not helped the patient¿s walking and they had cognitive issues or changes. It was noted the patient experienced mental confusion. Additional information received reported the patient still had concerns regarding their device or therapy and they had an appointment on (B)(6) 2014.